Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had failed the membrane test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
During preventive maintenance (pm) performed by a getinge field service engineer (fse), the fse that encountered the issue replaced the safety disk. The fse performed a complete pm with full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. This part safety disk was received with a reported failure of the safety disk would not pass the leak test. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of the disk failing the leak test. The safety disk passed testing. Retaining the safety disk in the nrc per procedure.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) would not pass the 4th test (membrane test) of the pneumatic interface module tests. There was no patient involvement.